Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. There is no information to suggest that the patient sustained a serious injury. Belt sn (B)(4) was returned to the distributor for evaluation. The belt was received in a biohazard condition. Based on the available download information, there is no evidence of an electrode belt malfunction. Monitor sn (B)(4) was returned to zoll manufacturing and the evaluation is currenlty underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the failure to convert the treatable arrhythmia. The response buttons were being pressed by a bystander, causing the device to not treat the patient.

Event description:
A us distributor contacted zoll to report that a patient received a treatment from the lifevest. The patient was reportedly in the hospital at the time of the event. At 8:13 am on (B)(6) 2017, the patient received an appropriate treatment shock. The patient's rhythm at the time of the treatment was polymorphic ventricular tachycardia (vt) at 200 bpm and the post-shock rhythm was also polymorphic vt at 200 bpm. The patient remained in vt for 18 minutes after the treatment with frequent response button usage preventing the delivery of another treatment. It is unkown who was pressing the response buttons. The patient received an external defibrillation, which was able to successfully convert the arrhythmia. The patient remained in the hospital after the event.

Event description:
A us distributor contacted zoll to report that a patient received a treatment from the lifevest. The patient was reportedly in the hospital at the time of the event. At 8:13 am on (B)(6) 2017, the patient received an appropriate treatment shock. The patient's rhythm at the time of the treatment was polymorphic ventricular tachycardia (vt) at 200 bpm and the post-shock rhythm was also polymorphic vt at 200 bpm. The patient remained in vt for 18 minutes after the treatment with frequent response button usage preventing the delivery of another treatment. It is unkown who was pressing the response buttons. The patient received an external defibrillation, which was able to successfully convert the arrhythmia. The patient remained in the hospital after the event.

Manufacturer narrative:
Additional information / device evaluation 02/05/2018: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed incoming testing as it would not perform a baseline ECG recording. Upon evaluation, the r781 driven ground resistor was open. The cause of the inability to perform a baseline recording is the open resistor. The root cause of the open resistor cannot be positively identified but is consistent with external defibrillation observed in the patient's ECG data.